Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of patient made mistake/ touch contamination and peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapies (doses, frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The action taken with dianeal therapies was not reported. During a call with baxter customer services, the following was reported. On an unreported date, the patient made mistake/ touch contamination which caused peritonitis. On (B)(6) 2012, the patient was hospitalized for an unreported indication. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. The patient was treated with unspecified antibiotics for peritonitis. The patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported that there was a breach in aseptic technique described as the patient made mistake/ touch contamination. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.